Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('device not visualized in the right ostia') and device breakage ('the outer coil of the essure device that remained attached to the cornua') in an adult female patient who had essure inserted. The patient's medical history included pelvic pain, menorrhagia and dysmenorrhea. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and device breakage (seriousness criteria medically significant and intervention required). The patient was treated with surgery (salpingectomy with bilateral essure removal). Essure was removed on (B)(6) 2019. At the time of the report, the device dislocation and device breakage outcome was unknown. The reporter considered device breakage and device dislocation to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('device not visualized in the right ostia') and device breakage ('the outer coil of the essure device that remained attached to the cornua') in an adult female patient who had essure inserted. The patient's medical history included pelvic pain, menorrhagia and dysmenorrhea. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and device breakage (seriousness criteria medically significant and intervention required). The patient was treated with surgery (salpingectomy with bilateral essure removal). Essure was removed on (B)(6) 2019. At the time of the report, the device dislocation and device breakage outcome was unknown. The reporter considered device breakage and device dislocation to be related to essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 27-mar-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.